Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was normal.

Event description:
It was reported that the device had a power on reset and suspected premature battery depletion. The device was explanted and replaced. It was also reported that the device could not be interrogated successfully. No patient complications were reported as a result of this event.

Event description:
It was reported that the device had a power on reset and suspected premature battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.